Manufacturer narrative:
Upon receipt at our post market qual assurance lab, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was unable to be interrogated and a memory download was unable to be performed. Next, the device case was removed. Battery measurements were taken and the voltage was noted to be much lower than expected. The voltage was not high enough to support critical therapy. The low voltage was the cause of the inability to interrogate the device and for the lack of beep tones when a magnet was applied. An external power source was connected to the device. The device powered up and emitted 16 beeps. The current was noted to be normal, and a memory dump was performed. The device ran for four days at room temperature and the current remained normal. It was then temperature cycled in an oven from -10 degrees to 60 degrees celsius for one day at each temperature; the current was monitored and remained normal. The device was also interrogated during this time without issue. The telemetry feature was programmed off, the device was monitored for six hours and the current was normal. Despite detailed analysis of the battery and device, the cause of the low battery voltage could not be determined.

Event description:
Boston scientific received info that at an implant this boxed device was unable to be interrogated despite two different programmers and two different rooms being tried. Normal troubleshooting did not resolve the issue, and another subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. Subsequently, it was reported the field rep attempted to interrogate the device at home and it was unsuccessful as well. Further troubleshooting was discussed, and two magnets were placed over the device, but no tones were heard. The device was returned for analysis.